Event description:
It was reported the automated impella controller issued ¿pump failure¿ alarm. The case was aborted and there was no patient harm.

Manufacturer narrative:
This one was one for two reports. This report is for the controller and report # 1220648-2026-07304 is for the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6a and d6b should have been left blank. H5 and h8 was erroneously entered on the initial manufacturer device report. H11 narrative erroneously stated this report was for the pump. This report is against the console. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.